Manufacturer narrative:
(B)(4). An open clamp on an unused supply line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. Also, the guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp was open on the unused final line. The customer also reused single use products. Earlier in the same night, another system error 2240 occurred due to the clamp being open; however, the caregiver did not change the supplies when they restarted therapy. The technical service representative (tsr) assisted the caregiver to clear the alarm and end therapy. Proper procedures were reviewed with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.